Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 2215. (B)(6).

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information. (B)(4) from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00252 and 2084725-2016-00253.

Manufacturer narrative:
Additional information received indicates there was no issue with color change of the sealsure tape. Therefore, the event is not MDR reportable by advanced sterilization products (asp).